Event description:
Patient presented with high lead impedance and was referred for a full revision. Patient underwent full revision surgery and the explanted products were discarded. No other relevant information has been received to date.